Manufacturer narrative:
Concomitant device(s): 300-01-10 - equinoxe humeral stem primary press fit 10mm; 320-40-00 - humeral liner, 40mm, +0; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-35-01 - small glenoid plate.

Event description:
As reported, post op shoulder surgery, this (B)(6) patient reported instability and subluxation. The patient has had roughly 6 subluxation episodes. The case report form indicates this event is possibly related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. Revision has not occurred, continuing deltoid strengthening exercises. Outcome is continuing.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.